Event description:
Adult woman lumbar fusion spondylolistheses @ l4-l5 - robotic assisted spinal fusion. Surgeon was placing globus sable spacer into patient when nut/tip unscrewed - surgeon decided to leave tip in patient and applied implant just behind retained nut. As relayed to us via vendor representative globus: "during placement of a vertebral body implant the expandable device was fully expanded and then collapsed to reposition it. The bullet tip of the implant unscrewed while the surgeon was re-positioning the expandable component and the tip remained in the patient. The surgeon placed an implant in the exact same location and this pea shaped nose can be seen on a lateral x-ray. The bullet tip is rounded and does not have any sharp edge. The rest of the component will be ran through sterile processing¿s washer and then sterilized before your observation of the remaining unit. Please let me know when we can get the component in your hands. Once you have completed your inspection then we will return the implant to globus to continue the FDA incident report." Manufacturer response for expandable lumbar interbody spacer, globus sable (per site reporter): globus representative brought the device (post-sterilization) to risk mgmt. He had alerted us to the incident just after the surgery and would like the device returned to globus.